Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The f-67 alarm was identified during functional testing. The cause of the alarm was undetermined. To correct the condition, the pump was turned off and back on. The failure did not reoccur after the power was cycled. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-67 alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.